Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 512 mg/dl at the time of the incident. The customer reported that they had recurring no delivery alarm. The customer performed displacement test and was passed. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Added concomitant products.